Manufacturer narrative:
The three involved waveone gold primary sterile 25mm are actually broken at the tip of the active part and in the active part (fatigue and torque). No material defect was found during analysis of the rupture pattern. Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). Nothing unusual to report was found during DHR review (batch #1641088). Sampling is representative, we can consider that the batch #1641088 is conform. No fault found. Product meets specifications.

Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a waveone gold file broke during use. The separated piece could not be retrieved. There was no patient's injury.